Event description:
Been using fixodent and poligrip since 2000. I have experiencing tingling and numbness in my feet and leg. In 2009, I was diagnosed with neuropathy. Dose or amount: #1 & #2, denture cream, frequency: #1 & #2, 1 or 2 times, route: #1 & #2, oral. Dates of use: #1 & #2, 2000 to present. Diagnosis or reason for use: #1 & #2, hold dentures. Event abated after use stopped: no.